Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that it was confirmed that dr. (B)(6) did not do the patient's explant procedure. No further information could be obtained by the bsn representative.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.